Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was unres ponsive. The manufacturer representative stated that the system was turned on and scans were loaded. When in the images screen, they tried to drag the coronal view in, and the ent application crashed and went to a blank admin/desktop screen. About 10 seconds later an error message was displayed that indicated, ¿an internal error has occurred, and the application must restart. (Error code #64).¿ troubleshooting steps were performed. The manufacturer representative confirmed that the system did not have a lot of patients on the system. It was confirmed that the solid-state drive (ssd) was replaced on this system for a prior similar complaint. They also confirmed that there was no older software installed on the system. It was suggested to check the log level in digital intercommunication of medicine (dicom) transfer and confirm that it was set to ¿info¿ and not ¿debug.¿ it was also suggested that the manufacturer representative uninstall and reinstall the software on the ssd and if issue was still unresolved, the next step would be most likely be computer replacement. No patient involvement was reported.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: sw kit 9735737 stealth s8 cranial, serial/lot #: version: 2.1.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.